Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise oversensing. The patient was evaluated in clinic, where isometric testing across all vectors confirmed myopotential presence. The patient stated that approximately one month after surgery regained arm mobility, and during vigorous drying after bathing in cold conditions, the shock was triggered. The device was operating on the primary vector, which remains in use. The patient was counseled to avoid intense movements, and ongoing monitoring was advised. The device remains in service, with no additional adverse patient effects reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.